Event description:
On 5/25/95 rptr learned from hosp, that the vntilator stopped working while connected to a pt and began to alarm. The hosp also reported that the operator turned the ventilator off and back on, and it ran for about 10 minutes before stopping again. No other info.